Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred immediately following the initiation of the patient's hemodialysis (hd) treatment. The blood leak, described as an external dialyzer leak, was observed at the header end cap; blood was visibly leaking from under the dialyzer header end cap. The machine did not generate an alarm and no alert was expected for an external leak. Blood test strips were not needed to confirm the presence of blood as the leak was visible. No dialyzer damage was identified. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.